Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed to resolve the occlusion alarms. The customer's blood glucose level was 141mg/dl. Tandem technical support educated the customer in regards to occlusion alarms. Reportedly, the customer reverted to alternate insulin therapy for insulin therapy.